Event description:
According to the patient's 3-year postoperative crf, another adverse event was reported. Around (B)(6) 2014, lumbar spinal canal stenosis developed at l5/s, for which pharmacological treatment and nerve block injection were performed. Since no improvement was attained with these treatments, the patient underwent laminectomy for decompression on (B)(6) 2015. The event severity was serious and the outcome was reported to be "resolved" with an outcome date of (B)(6) 2015. The physician considered that the stenosis was caused by the patient's lifestyle involving frequent business trip associated with a long period of sitting during traveling. It was therefore considered that the event was due to the patient's specific factor and was not causally related to the implant.

Event description:
It was reported that on (B)(6) 2016, x-ray was carried out for periodic observation. As a result, the maintained interspinous distraction and appropriately positioned implant were confirmed. Non-narcotic analgesic and nsaids were administered.

Event description:
It was reported that a patient underwent a surgery to place two interspinous process spacer devices (one each at l3/l4 and l4/l5) without any intraoperative adverse events. The patient received rehabilitation therapy during hospitalization. No adverse event was reported during postoperative 12-month follow up period. Approximately 19 months post-op, pain in the left lower extremity developed, for which nerve block injection was performed. No additional surgery was required for the event. The event outcome was reported to be "unresolved¿ on (B)(6) 2014 because the nerve block injection did not alleviate the pain and the event persisted. The physician considered that the pain was caused by spinal canal stenosis occurred below treated levels but the causal relationship between the event of postoperative recurrence of pain and the device could not be ruled out.

Manufacturer narrative:
(B)(4). Location: unknown although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.